Event description:
It was reported the bronchovideoscope failed white balance (error 931) and displayed a black screen during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: electrical discontinuity and signal interruption. Based on the results of the investigation, it is likely the black screen / white balance failure occurred due to electrical discontinuity and signal interruption caused by a damaged charged couple device cable and plug unit failure, this was also compounded by leaks at the a-rubber area. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.